Event description:
It was reported that the patient's spouse was upset over the short longevity of the device. The device was noted to have early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: h607m63 heart band, implanted: (B)(6) 2006. (B)(4).